Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
The patient was implanted with coloplast minitape and restorelle ap mesh on (B)(6) 2008. Later the patient experienced urinary retention, abdominal bloating and tenderness. Intermittent self catheterization [date not provided]. Foley catheter and macrobid antibiotic prophylaxis were prescribed on (B)(6) 2008.